Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was placed via the internal jugular vein using transesophageal echocardiographic guidance. After inflation of the balloon, the blood pressure decreased. Radiopaque contrast was injected through the central lumen of the catheter and seen to leak into the pericardium on fluoroscopy. A sternotomy was performed and a tear was found in the coronary sinus. The coronary sinus was repaired and the operation completed. The pt recovered fully.